Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to platelet aggregation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (platelet aggregation) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of retain samples indicated that the edta tubes performed as expected. 5 production lot in-house retention samples were visually evaluated for edta content with no issues being identified. They were then tested for edta content, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with regards to erroneous results/platelet aggregation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clotting/micro clots/fibrin clots. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was "platelet aggregation frequently occurring with edta tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clotting/micro clots/fibrin clots. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was "platelet aggregation frequently occurring with edta tubes."